Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced fluid overload while receiving peritoneal dialysis therapy with an amia device. It was stated that, during set-up, the nurse misconfigured the device programing which led to the fluid overload. The nurse programmed the amia such that the device was not pulling enough fluid from the patient. As a result, the patient experienced fluid overload of approximately 10kg and was hospitalized for the event (date unspecified). No further detail was provided regarding the treatment or the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.